Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited under-sensing. No intervention was performed. The patient was in stable condition.